Event description:
A helical blade implanted on an unk date was noted to have migrated medially through the femoral head into the joint space. Pt was returned to the or and revised on an unk date.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned, no catalog number or lot number was provided. Synthes is unable to determine the manufacture date without a lot number.